Event description:
Information has been received that the user will be re-implanted. Information is limited at this time. The re-implantation surgery was scheduled for the (B)(6) 2023 but it has been postponed due to a covid-19 infection to (B)(6) 2023 the user was re-implanted on (B)(6) 2023.

Manufacturer narrative:
Damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. The problems given in the recipient report appear to match the damage found. This is a combined initial and final report.